Manufacturer narrative:
(B)(4). Results and conclusion: (totally occluded lesion).

Event description:
An attempt was made to advance a sprint legend 1.25mm diameter x 15mm length rapid exchange balloon dilatation catheter to a totally occluded previously deployed stent. The balloon leaked when gradually inflated to 8atms in the patient. Upon removal of the device, two holes were noted in the balloon. It was confirmed that a negative prep was carried out on the device prior to use with no abnormalities noted. No resistance was encountered during the procedure. Another balloon of the same size was used to complete the procedure. No additional clinical sequelae were reported.